Event description:
Information was received from a patient implanted for multiple back operations. The patient stated their stimulation has been acting up on them. They mentioned if they get into one position, the stimulation will get ¿sky high¿ strong. However, in other positions the stimulation is almost nothing. The patient stated it took them 10 minutes to get the stimulation to shut off using the programmer. They mentioned they haven¿t tried turning on the stimulation since then. The patient noted the lights on the back of the programmer showed while they were working to shut off the stimulation. The patient was to follow up with their healthcare provider. The patient stated their next appointment was on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.